Manufacturer narrative:
A visual inspection was performed on the returned device. The reported barewire tip damage was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on reported information and observations from the returned analysis, the reported damage to the barewire was likely due to inadvertent mishandling. It is likely that the damage to the coils, (break/stretched) occurred during the attempt to shape the tip or during removal from the loading tray. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during procedural preparation of a carotid procedure, the filtration element was loaded into the delivery catheter of the 190 cm emboshield nav 6 embolic protection system (eps). After the eps was removed from the loading tray, the barewire was attempted to be reshaped, but the barewire appeared to be elongated and deformed. The eps was replaced with a new emboshield nav 6 eps and the procedure was continued. There was no patient involvement nor clinical delay. The device was received and the analysis revealed that the barewire core was separated distal to the step and the separated portion was returned. The account confirmed the separated core was noted on the operating table, and that the correct device was returned. No additional information was provided.